Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was right ventricular (rv) oversensing with 15 ventricular non-sustained tachycardia's less than equal to 200 milliseconds between (B)(6) 2013. Also, 2 ventricular fibrillation episodes less than equal to 210 milliseconds average v-cycle between (B)(6) 2012 and (B)(6) 2013. There was non-physiological short interval counts (sic) with ventricular short interval count v-sic equal to 4428 counts, in 47.79 days between (B)(6) 2012 and (B)(6) 2013. (B)(4) implantable cardioverter defibrillator (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead and that there was noise on the rv channel. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.